Manufacturer narrative:
This report is being filed to provide additional information in b.6 and h.10. Investigation: the run data file (rdf) was analyzed for this event. No definitive root cause for the reported adverse patient reactions could be identified from the rdf associated with this procedure. It was noted that the custom prime option used for this procedure used less than the recommended volume which is not optimal for this disposable set. For patients with a low tbv or low hct, it is recommended to process 300 ml of rbc for custom prime to ensure the set has been adequately primed with rbc. This will allow approximately 95% of the saline in the tubing set to be removed. The appropriate ¿custom prime volume was not sufficient¿ alarm was generated by the system to alert the operator. It is important to monitor the connector and collect port for clumping especially if the run has been paused for more than 3 minutes due to alarms or patient issues. At 113 minutes into the run, the pumps were paused for over ten minutes which was evidenced by large variations seen in the rg ratio signals afterwards when the run resumed. This may occur if there was clumping and/or could be related to patient blood physiology. If clumping is identified or suspected, it is recommended to decrease the ratio to 8 and leave it there until the clumping has resolved. Investigation is in process. A follow-up report will be provided.

Event description:
The customer declined to provide patient weight. Patient weight provided in the initial MDR was a result of a system limitation and does not apply to this event.

Manufacturer narrative:
This report is being filed to provide additional information in description of event or problem, adverse event problem and additional narrative. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Transient hypocalcemia associated with apheresis is usually well tolerated. Symptoms often show as paresthesia (tingling) but patients may also experience unusual taste, nausea, lightheadedness, shivering, and tremors. Severe hypocalcemia may also cause muscle contractions and can progress to tetany and seizures if hypocalcemia escalates and is not corrected. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that after 1.5 total blood volume (tbv) was processed on a spectraoptia device a pediatric patient started shivering and had a fever. Per the customers medical officer the patient was given IV calcium gluconate, injection merowin, injection avil, injectioncort-s. Per the customer the patient is reported as "recovered stable". Full patient identifier: uhid (B)(4). Patient weight is not available is not available from the customer. The disposable set is not available for return because it was discarded by the customer

Event description:
Patient's weight was obtained from the run data file (rdf).

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6 and h.10. Corrected information is provided in a.4 root cause: no definitive root cause for the reported adverse patient reaction could be identified from the dlogs associated with this event. It was noted that the custom prime option used for the procedure used less than the recommended volume which is not optimal for this disposable set. For patients with a low tbv or low hct, it is recommended to process 300 ml of rbc for custom prime to ensure the set has been adequately primed with rbc. This will allow approximately 95% of the saline in the tubing set to be removed. The appropriate ¿custom prime volume was not sufficient¿ alarm was generated by the system to alert the operator for both procedure dates. It is important to monitor the connector and collect port for clumping especially if the run has been paused for more than 3 minutes and especially after 10 minutes or more due to alarms or possible patient issues due to alarms or patient issues. At 113 minutes into the first run and 104 minutes into the second run, the pumps were paused for over ten minutes, which was evidenced by the ¿pumps have been paused for 10 minutes¿ alarms that were generated. When the runs were resumed, analysis showed large variations in the rg ratio signals afterwards which can occur if clumping is present and/or if the lines were not flushed prior to restarting the run as recommended on the alarm screen. If clumping is identified or suspected, it is recommended to decrease the ratio to 8 and leave it there until the clumping has resolved as this puts more ac into the system. For both procedures the inlet:ac ratio started at a value of 12 then was increased to 14 later in the run after the long pauses were observed. In summary, a definitive root cause for the patient's reaction could not be determined. Possible causes include, but are not limited to ac management during the procedure and/or patient sensitivity to anticoagulant or custom prime rbcs.

Manufacturer narrative:
This report is being filed to provide additional information in h.10. Investigation: the optia essentials guide advises the operator of possible adverse effects of apheresis procedures and to be prepared to take appropriate action should any reactions occur. Some previously reported reactions are: anxiety, headache, light-headedness, digit and/or facial paresthesia, fever, chills, hematoma, hyperventilation, nausea and vomiting, syncope (fainting), urticaria, hypotension, and allergic reactions. Investigation is in process, a follow-up report will be provided.